Manufacturer narrative:
Based on the results of the investigation, the most likely cause of the foreign material in the scope was unable to be determined. The most likely cause of the corroded c-cover was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the gastrointestinal videoscope exhibited foreign objects in the light guide lens and corrosion on the c-cover. There was no patient involvement.